Event description:
It was reported that the (1) tct75 was used during an unknown procedure. The surgeon reported that surgeon was on personal leave and when surgeon returned the device was on surgeon's desk. It was reported that the device did not fire. There are no other details available. There was no pt consequence.